Event description:
The customer was hospitalized for dka. Prior to the event, the customer was dehydrated, vomiting and has nausea. The customer had originally called in about an alarm. At the time of the call, the customer refused to troubleshoot. No further details.